Manufacturer narrative:
The asset was returned to the service center for evaluation. The service technician found that the two green pressure indicator led's (light-emitting diodes) turned on at the same time. The technician determined that the main board was faulty. Additionally, the top cover /housing of the unit was deformed / dented at the rear corner. The cause of the reported event cannot be determined a this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during a standard inspection of the returned asset, the high flow insufflation unit's main board was found faulty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the failure of the main board was most likely due to the age of the unit (manufactured aug. 2010). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.